Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143190 rev k was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges that the consumer was driving in her kitchen and let go of the joystick. The power chair allegedly continued to drive on it's own. The dealer came out and looked at the power chair and was unable to duplicate this. The dealer placed a replacement from his stock (rebuilt monochrome) as a temporary fix for the chair. A new color joystick was ordered and will be swapped out once it is received. The dealer is unable to find the original joystick that was on the consumer's chair. Consumer allegedly banged up both legs and shins but did not seek medical attention.

Event description:
"Provider alleges that patient said the chair "took off and would not stop." When she released the joystick knob the power chair rolled on, ran into kitchen cabinets and injured her foot and leg this occurred (B)(6) 2012. Patient does not appear to be happy with provider as they were calling provider checking on status of (B)(6). Provider did not process the ra# from (B)(6) 2012 and now customer is upset due to status of joystick."